Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in a diabetic coma and hospitalized due to high blood glucose of 600mg/dl sometimes in (B)(6) 2012. The caller stated that her blood glucose was treated with an insulin drip. The caller stated that she may have had meningitis. No further information was provided.